Event description:
The medtronic interstim ii was inserted at an unknown date at another facility. During this admission, the urologist noted it was "tested" and "not working." The patient knew it was not working. She told the urologist "one of the wires was no longer attached." A wire was fractured.